Manufacturer narrative:
(B)(4). The customer discarded the device. Therefore, the reported condition of a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 5 device ruptured during a patient infusion. The device ruptured after 26 hours of use. The pump was infusing a solution 5-fluorouracil, at a concentration of 50mg per ml, in 230ml of dextrose 5% when the rupture occurred. There was no reported patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.